Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 550 mg/dl. Customer stated insulin pump had crack on lip ring and reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.